Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, noise due to oversensing was observed on the right atrial lead causing auto mode switch episodes. The device was reprogrammed. The patient was stable and would continue to be monitored.